Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical site visit fse (filed service engineer) could not confirm nor replicate reported event. Fse verified cuts and concluded that all cuts are within specifications. System operating to factory specifications as per sir (service installation record). No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported the flap for a patient's left eye was twenty microns thinner than planned. The physician was able to lift the flap and complete the procedure with no patient harm.